Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - was the hair found inside of the primary packaging (sterile)? - are there photos available for visual analysis? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The hair was found inside of the package, but a photo of the hair was not taken. I have the suture package, but the suture was discarded during the case. I would like the address to send the package in for analysis. Jw (please refer to the attached email) is the on-site contact for further information. Her number is (please refer to the attached email) this is all of the information I have regarding this incident. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and barbed suture was used. It was reported that surgical staff found human hair in the barbed suture package during the procedure. No delay or patient harm was reported. One device is returning. Additional information was requested.